Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp will reportedly not be returning the products in question. Refer to MFR report # 2242352-2013-00065 for related report.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed. There was no nonconformance recorded in the lot history. (B)(4).